Event description:
As reported, the button #1 of a 5f mynx control vascular closure device (vcd) was not able to be pressed during the procedure. There was no reported patient injury. The mynx control vcd was used during a carotid artery stenting (cas) procedure via a retrograde approach. The deployer was mynx certified. The vcd was stored, prepared and used per the IFU. A 5f non-cordis sheath introducer was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm. The device storage temperature did not exceed 25 °c, and there were no kinks observed in the sheath or device after removal. The femoral artery¿s suitability was confirmed on angiography, including verification of the insertion angle of the vascular sheath introducer at 30¿45 degrees. Vessel tortuosity was described as little, and there was little presence of peripheral vascular disease (pvd) or calcium near the puncture site. Hemostasis was achieved using manual compression, which lasted less than 30 minutes. No damage was noted to the button. The button could not be depressed at all. The tension indicator was aligned with the markers on the handle halves before deployment was attempted. One defective product and two unused products (same lot) will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the button #1 of a 5f mynx control vascular closure device (vcd) was not able to be pressed during the procedure. There was no reported patient injury. The mynx control vcd was used during a carotid artery stenting (cas) procedure via a retrograde approach. The deployer was mynx certified. The vcd was stored, prepared and used per the instructions for use (IFU). A 5f non-cordis sheath introducer was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm. The device storage temperature did not exceed 25 °c, and there were no kinks observed in the sheath or device after removal. The femoral artery¿s suitability was confirmed on angiography, including verification of the insertion angle of the vascular sheath introducer at 30¿45 degrees. Vessel tortuosity was described as little, and there was little presence of peripheral vascular disease (pvd) or calcium near the puncture site. Hemostasis was achieved using manual compression, which lasted less than 30 minutes. No damage was noted to the button. The button could not be depressed at all. The tension indicator was aligned with the markers on the handle halves before deployment was attempted. One defective product and two unused products (same lot) will be returned for evaluation. Three non-sterile 5f mynx control vascular closure devices were returned for investigation (reportedly the complaint device and two unused devices from the same lot). Visual inspection showed that all units presented the same conditions: both button 1 and button 2 were observed in a non-depressed state. The stopcock of each unit was found open with a cordis mynx syringe detached from the device. The sealants for all units were present in their manufactured positions and fully covered by the sealant sleeves, with no abnormal conditions observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloons of all units were deflated, and the core wires were present, while the atraumatic tips did not present any damage or abnormal condition. No additional anomalies were noted during this analysis. A simulated deployment test was performed on all three units, and each device demonstrated consistent functional behavior. All units operated as intended¿deploying the sealant and retracting the balloon. After the tension indicator was aligned by pulling in the distal direction, button 1 and button 2 were depressed in the instructed sequence without malfunction or abnormal condition. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned devices since they were able to be fully depressed without issue during functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analyses, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since the button was able to be fully depressed during analysis for all three returned devices. However, handling factors (even though it was reported that the tension indicator was aligned with the markers on the handle halves before attempting to deploy) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/ preventative actions will be taken at this time.